Event description:
Pt underwent microwave thermotherapy. As of yesterday pt has complete ejaculatory duct obstruction. A review of the literature seems to show that no study to date has done semen analysis before and after microwave thermotherapy. Rptr believes all microwave thermo therapy should be banned until the effect on sexual function and semen analysis are known. The pt was not informed that such a side effect was even a possibility. Even for bph, sexual function is the most important thing to the pt and yet has been ignored in studies by investigators. This pt's inability to ejaculate semen is a tragedy.